Event description:
It was reported to olympus, that the endoscope reprocessor had water leakage detected during reprocessing. It was noted that there was a yellow foreign object floating in the device. The object was removed and the device was reprocessed. There was no patient harm or user injury reported.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide a correction to b3 event date. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the main component reported yellow foreign material in the reprocessing basin was determined to be protein, therefore, the foreign material is considered to have been derived from the body of the reprocessor. After reviewing the facility¿s reprocessing method, there was no clear deviation of the from IFU and a definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.